Manufacturer narrative:
Device was implanted in 2015 and patient included in study monitored by cro firm. Report of adverse event received from cro and submitted to complaint system. Potential for revision surgery reported as adverse event.

Event description:
Recurrent tricuspid regurgitation was reported through product registry. May require surgical intervention.